Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, when the device stuck off the tissue, the staples were protruded. Another device was used to complete the case. There were no adverse consequences to the patient.